Event description:
It was reported that this spinal cord stimulation (scs) patient had experienced inadequate stimulation coverage since the initial implant procedure, specifically a lack of bilateral coverage. To address this issue, a revision procedure was performed during which the existing lead was explanted and replaced with a paddle lead. Postoperatively, the patient was reported to be stable and recovered without complications. In accordance with the facility policy, the explanted device was disposed of and will not be return.

Manufacturer narrative:
Block b3: exact date unknown, approximate based on the date the manufacturer became aware of the event.